Event description:
It was reported that an unknown set was observed to have holes. The malfunction was observed during priming. It is unknown if there was patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). The sample was received for evaluation. A visual inspection and leak testing identified a hole 21/64 of an inch below the drip chamber. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.